Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for pump use was non-malignant pain. It was reported the patient's device was non-functional. It was clarified that the rotor quit functioning and the pump started beeping about a year and a half ago. The doctor checked the volume level and it had not dropped. The doctor attempted multiple different thing to try and get the pump to work with no success. The pump remains in the patient and is not in use.

Manufacturer narrative:
(B)(4) no longer applies. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer indicated they had notified their managing physician about the non-functional pump. The patient first started experiencing the non-functional pump in (B)(6) 2014. The patient noted after the last pump refill, the pump started beeping. A diagnostic test showed no reduction of medication. It was noted there was nothing unusual regarding the circumstances that led to the non-functional pump. The patient experienced no symptoms. The steps taken to resolve the non-functional pump included the medication was withdrawn and then replaced, a machine reset of the pump failed, and a device manufacturer representative said the rotor had failed. The non-functional pump had not been resolved. The patient noted the pump lasted less than 5 years.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.